Manufacturer narrative:
Batch review performed on 30 june 2021: lot 163349: (B)(4) items manufactured and released on 26-jun-2016. Expiration date: 2021-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events since 2017. Additional device involved: batch reviews performed on 30 june 2021: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 187304: (B)(4) items manufactured and released on 03-jan-2019. Expiration date: 2023-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Gmk-sphere 02.12.0511fr tibial insert fixed sphere flex size 5/11 mm r (k140826) lot 1904565: (B)(4) items manufactured and released on 15-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 1811665: (B)(4) items manufactured and released on 29-mar-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events. Clinical evaluation performed by medacta medical affairs manager: recurrent infection in cemented tka. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The surgeon revised all implants on (B)(6) 2021 due to infection and installed a cement spacer. On (B)(6) 2021 the surgeon removed the cement spacer and installed new implants. The primary surgery was performed on (B)(6) 2019. The patient had previously ((B)(6) 2020) a liner revision and washout also due to infection.